Event description:
User tried to remove a tampon and the tampon broke apart into 2 pieces. She was able to remove the remaining piece of tampon from her body.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.